Event description:
On (B)(6) 2012, the reporter contacted animas stating that the demo pump would not power on. The vibration/audio tones were reportedly not working on the pump. It was noted at the time of the reported event, the pump was not in use. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a call service alarm 052 was observed in the black box but not duplicated. The pump powers on with vibratory and audible sounds. The black box shows and unconfirmed alarm. The unconfirmed alarm and completely discharged the battery and the pump began to continuously reboot. The battery cap was not returned and a test battery cap was used for investigation. There was no damage to the battery compartment. The pump was exercised for 24 hours with no power issues occurring. The pump cover was removed and there was no evidence of moisture or damage to the pcb. A call service 052 alarms observed in alarm history but not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.